Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a revision of a gastric bypass procedure, at the 4th or 5th firing, the device was hot to touch near the battery. The device was removed and another one was used to complete the procedure. There was no patient consequence.